Event description:
The patient was undergoing a thrombectomy procedure in the left middle cerebral artery (mca; l-m1) using the penumbra system reperfusion catheter 041 and separator 041. Before the procedure, 22,620,000 units of intravenous tissue plasminogen activator (IV t-pa) were administered. A reperfusion catheter 041 was advanced to the l-m1 along a chikai neurovascular guide wire 0.014 inch through an envoy guide catheter mpc 6fr. Aspiration was done with a separator 041. Heparin was not administered. Percutaneous transluminal angioplasty (pta) was conducted. After the operation, the patient's condition seemed to be well; however, on (B)(6) 2013, a magnetic resonance angiography (mra) demonstrated the patient had developed a reocclusion and larger infarct. The physician closely monitored the patient's condition but withheld treatment. On (B)(6) 2013, the patient left the hospital. Physicians comment: since the device passed through the stenosed artery, the relationship between the event and the penumbra system, and the event and the procedure [could not be denied/determined].

Manufacturer narrative:
Conclusion: re-occlusion is a known and anticipated complication with these types of procedures and is noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2014-00189. Device was disposed of by the hospital.